Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The data log was downloaded and reviewed. A review of the downloaded data log found screen error alarms and a hardware battery error. The reported event of a hardware error was confirmed. The root cause was determined to be a bad lithium battery.